Event description:
It was reported that the pt was unable to adjust stimulation and had no stimulation sensation. The pt programmer showed end of service (eos) after 20 months of use. Someone told the pt, the implant was supposed to last five years. Longevity was reviewed and noted to be dependent on usage. It was also noted that the pt's energy requirements had increased. Longevity calculation estimated length of the life at 18 months from date of implant. Impedances measurements were normal, and were noted to be 590-831. Therapy impedance was 381 ohms. The stimulator was replaced. The pt recovered without sequela. Following replacement, the pt received effective stimulation and did not have any problems with the new stimulator. Additional info received reported that the battery depletion was not normal, it appeared to have depleted fast.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.